Event description:
Product surveillance contacted the home patient (hp) on (B)(6) 2012 and the hp mentioned that he had had a lot of trouble with check lines and bags alarms and had changed out only the cassette before starting the homechoice back up again. Product surveillance advised the hp against re-using supplies. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The problem of use error, re-use of single use product was confirmed, based on the patient's report. However, the root cause could not be determined as it is uncertain why the patient re-used single use product. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report.